Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to slightly loose and tilted drive support disk also, failed to vibrate during self-test due to broken black vibrator motor wire. However, the insulin pump passed displacement test, off no power test, a21 error test. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was no longer vibrating during alerts. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.